Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged asthma (new or worsening), liver disease/toxicity and copd, nose irritation, skin irritation, dizziness and/or headache, nausea / vomiting and inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously didn't capture 510k number, remedial action initiated and recall (z) number which were captured in this report.